Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered 12 inappropriate electric shocks over the course of multiple episodes due to noise and t-wave oversensing while programmed in the alternate vector. The auto set-up feature was performed which resulted in poor sensing across all three vectors. Technical services (ts) reviewed device episode data and found that there were small amplitude r-waves. Ts suggested chest x-ray and system evaluation in clinic. Engineering analysis was performed on device data to determine level of saturation and noise counts. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.